Event description:
It was reported that the patient felt an "electrified sensation" in the mouth. The cause of the issue was not determined. No malfunctions were observed and no diagnostics were performed. The patient was arranged to "store program control" on (B)(6) 2012. The patient no longer felt electric shocks but complained of serious muscular rigidity.